Manufacturer narrative:
Batch review performed on 06 may 2019: lot 168440: (B)(4) items manufactured and released on 16-mar-2017. Expiration date: 2022-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721), lot 166664: (B)(4) items manufactured and released on 13-dec-2016. Expiration date: 2021-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 8 months form the primary due to impingement and pain in flexion. The cause of the impingement and pain is unknown, possible weight loss (the patient had lost a lot of weight between the primary and the revision). In agent's opinion, the stem wasn't in impingement. The surgeon revised the cup, liner, head and dome screw. The surgery was completed successfully.